Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plastic snap on the connector side of the connecting tube broke off. It is unknown when the reported issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: d8, h3, h6, h11. The device history record was unable to be reviewed for this device since the complete lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was confirmed that one side of the lock lever was detached/broken off from the reprocessor connector. The event can be detected/prevented by following the instructions for use which state: 9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock lever of the reprocessor side connector to make sure that it functions properly and is not broken. Olympus will continue to monitor field performance for this device.